Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Platinum diversity clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the 1st obtuse marginal (ob) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and a 2.50x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the hospital with complaints of shortness of breath and chest tightness initially only on exertion but became constant. The symptoms were similar to prior anginal episodes. Coronary angiography was then performed and confirmed 90% diameter stenosed stent thrombosis which required hospitalization and surgical intervention. The patient also experienced ischemic symptoms at rest but no ischemic electrocardiogram (ECG) changes suggestive of acute ischemia. Two days post-hospitalization, the patient was transferred to another hospital for further treatment. The patient then underwent 3 on-pump coronary artery bypass graft (CABG), located in left internal mammary artery (lima) to left anterior descending artery (lad), saphenous vein graft (svg) to major marginal branch of left circumflex (lcx) and svg to posterior descending artery (pda) branch of right coronary. Postoperatively, the patient had some urinary retention and a urology consult recommended a foley to be kept in for several days. The subject was then treated with flomax. Four days later, the stent thrombosis was considered resolved and the patient was discharged a week later.